Manufacturer narrative:
Please note the correction to d9. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "gamma 4 distal targeting doesn't work. Used on 13mm nail, distal hole lines up perfectly but proximal is too posterior by 4-5mm. Found this while checking jig pre-insertion and then proximal hole missed when using so had to freehand lock. We used the arm and guide with femur printed in blue writing on them so pretty sure its right, and had jig tight."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "gamma 4 distal targeting doesn't work. Used on 13mm nail, distal hole lines up perfectly but proximal is too posterior by 4-5mm. Found this while checking jig pre-insertion and then proximal hole missed when using so had to freehand lock. We used the arm and guide with femur printed in blue writing on them so pretty sure its right and had jig tight."